Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Evaluation summary: n devices, photos, pt factor info surgical notes or x-rays were received. Pain can be influenced by many factors. These factors include, but are not limited to, pt weight, patient activity, bone quality, implant size, surgical technique, and rehabilitation program. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
(B)(4). The complaint is unconfirmed. Femoral component, tibial component, and articular surface were returned. Visual inspection of femoral and tibia components exhibits signs of use (nicked or gouged) and bone cement remains. The articular surface was found worn and fractured. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.